Manufacturer narrative:
A visual inspection was performed on the exterior of product and no physical damage was observed. Complaint of video output failure was confirmed. Product failed functional testing with blank image on live video out. Cause of video failure is defective cable interface pcb. Product passed functional testing with a known good cable interface installed. The complaint investigation has concluded the root cause of the failure to be a defective electronic component. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the camera head was not presenting an image at the initial stage of the procedure. A backup device was utilized to complete the procedure. No patient injury or complications were reported.